Manufacturer narrative:
The smiths medical pump was returned and it was found to have a damaged lens. The original complaint of the blank display and 2 tone alarm was confirmed when booting up the device. This issue was found to be caused by a faulty main pc. The main pcb will be replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump powers on with a blank display and a two tone alarm. There was no patient present at the time of the event. There were no reported adverse events.